Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However identified that the universal node was dropping out. Replaced the universal node pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system was locking up during a case. It was noted that unit would flash lights on the monoblock and it would not reboot. There was no report of pt injury.